Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable, it has been found that this event has been inadvertently reported, and that this report is a duplicate report. Please see MDR 3013394970-2019-01022 for the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2019-00966; for the second issue reported on the second device see MDR 3013394970-2019-01022.

Event description:
The user facility reported that the angio-seal device came out. When the physician inserted the angio-seal device into the insertion sheath, the physician did not hear a click; however, assumed that the angio-seal device was properly pushed into the sheath. When the physician pulled the angio-seal device, the angio-seal device fully came out of the insertion sheath. The device was therefore not used. A second angio-seal device was used; and when the physician attempted to insert the device into the insertion sheath, the bypass tube was detached. The physician put the bypass tube back onto the device and attempted to insert the device into the insertion sheath again; however, the physician could not insert the device into the insertion sheath. Manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. There was no health damage to the patient. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. There were no other devices or equipment used with the reported device. Additional information was received on 24nov2019. The two events occurred to the same patient during the procedure, and manual compression was performed to achieve hemostasis. The angio-seal device was used as the first device. When the physician inserted the angio-seal device into the insertion sheath, the physician did not hear a click; however, assumed that the angio-seal device was properly pushed into the sheath. However, when the physician pulled the angio-seal device, the angio-seal device fully came out of the insertion sheath. The device was therefore not used and replaced with another angio-seal device to continue the procedure.